Event description:
It was reported that an asymptomatic patient presented in the emergency room with ICD in backup vvi. It was also noted that the patient received shocks due to low vf zone in backup mode. The ICD was restored from backup mode successfully and the patient is doing well.